Event description:
It was reported that while using the bd preset¿ that there was arterial aspiration problems. The following information was provided by the initial reporter: would like to have information for one of his customers that he has supplied with syringes who has arterial aspiration problems. Indicates that he has 2 different batches. Customer number: (B)(6). Order number: batch number 2126958 and 2137011. Product reference and quantity: (B)(4).

Manufacturer narrative:
B3: date of event is unknown b3. The date received by manufacturer has been used for this field. There was another lot reported, below is the lot information: d4. Medical device lot #:2137011, d4. Medical device expiration date: 2024-05-31, h4. Device manufacture date: 2022-05-17. E.6 initial reporter e-mail: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Bd had not received samples, but 1 video was provided for investigation. The video was reviewed and the indicated failure mode for insufficient blood flow was observed. Additionally, 10 retention samples of each reported lot number (20 total) from bd inventory were evaluated by visual examination and functional testing, each drawn with colored water, and the issue of insufficient flow was not observed. Based on a review of the device history record for lots: 2137011; 2126958 all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that while using the bd preset¿ that there was arterial aspiration problems. The following information was provided by the initial reporter: would like to have information for one of his customers that he has supplied with syringes who has arterial aspiration problems. Indicates that he has 2 different batches. Customer number: t1711. Order number: batch number (B)(4) and 2137011. Product reference and quantity: 364415 - 4000.